Event description:
The patient stated that she received the 84 (technical inspection) alert on her infusion device on 01/18/2007 or 01/19/2007 and she then received the 09 (technical inspection due) three days later and her infusion device shut down. She did not receive the 82 alert. She stated she does not have a backup infusion device and she has been using injections to control her blood glucose. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. She was sent a replacement infusion device. Product was requested to be returned for evaluation.